Manufacturer narrative:
Exemption e2013025. Original reporting time frame august 1, 2017 through october 31, 2017.

Event description:
N/a.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame (B)(6) 2017 through (B)(6) 2017.

Manufacturer narrative:
Nov 2017 quarterly exemption e2013025 the total number of events for product classification code pah is 51. Qty 1- ajust helical single incision sling (single) qty 17- ajust adjustable single incision sling (5-pack) qty 33- ajust adjustable single incision sling (single) h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Nov 2017 quarterly asr.